Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified solution. It was reported when the nurse was disconnecting the tubing set from an unspecified extension set, the tubing separated from the option-lok male adapter. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).